Event description:
On (B)(6) 2009, the patient reported that after 2 days of use, his insulin infusion headset will come off. The most current occurrence was on (B)(6) 2009. He stated he takes 2 showers per day. The patient discarded the alleged headsets. Courtesy tegaderm dressing was sent to the patient along with replacement infusion sets. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.